Event description:
It was reported to philips that the device had a therapy knob failure where the incorrect joules were displayed and it failed opcheck for the therapy knob. There was no patient involvement.